Event description:
It was reported the st elevations occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd double curve access system (was) and 24mm watchman flx laa closure device & delivery system (wds) were selected for use. A 2d intracardiac echo (ice) catheter was inserted to right heart and imaging performed to confirm no pericardial effusion and physician determined no discernable clot in appendage. Transseptal puncture (tsp) was performed using versacross connect in mid-mid position on septum using ice and fluoroscopy guidance. A rf pigtail wire was then directed into left upper pulmonary vein (lupv). The versacross sheath was removed over the pigtail rf wire and the was double curve sheath was inserted to the left atrium (la). A 5fr pigtail catheter was placed in laa and angiogram performed. The 24mm closure device was prepped and inserted. The physician partially recaptured device and redeployed two (2) times. The staff informed physician of st elevations, and the physician responded that the patient had small st elevations since the case started. The specific time point the elevations started were not specified or known. The physician removed the was sheath, inserted a 16fr sheath, and reinserted the was sheath over wire to left atrium. St elevations became larger, and the patient pulse started to decrease into the 40s from being stable in the 60s during case. Code was called, cardiopulmonary resuscitation (CPR) was initiated, and the patient was intubated. The coronaries were then injected. The left coronary artery selected and injected. Levophed and epinephrine was given, and the patient vitals restored. A thrombectomy was performed, and a right rca lesion was noted. A balloon was inserted and angioplasty performed. Several stents placed right rca. Angiography performed, and a lesion was noted in the proximal left anterior descending (lad) artery. Thrombectomy performed as well as angioplasty and a stent was placed. Flow restored. The catheters were then removed, and the patient was admitted to the hospital and transferred to the intensive care unit (ICU). The patient was extubated the next day and the physician plans to reattempt the laa procedure in the future.